Manufacturer narrative:
Zoll medical canada evaluated the device and the device performed to specification. The device was put through extensive testing including bench handling and functional testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity log showed artifact and ECG signal loss through both ECG leads and defib pads. However, there were multiple instances where a clear signal was present briefly. This report has been attributed to poor coupling of the electrode pads to the patient's skin. It's noteworthy to mention, the x series operator's guide states: preparing the patient for electrode application: the proper application of electrodes is essential for high quality ECG monitoring. Good contact between the electrodes and skin minimizes motion artifact and signal interference. Before applying the electrodes, prepare the patient's skin, as necessary, shave or clip off excess hair at electrode site, clean oily skin with an alcohol pad, and rub site briskly to dry. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.